Manufacturer narrative:
The initial reported event of infection was received on 2019-01-25. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2019-04-30. Information was subsequently received on 2019-02-18 and revealed an out of exemption criteria. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, sepsis, weakness and fever. Antibiotics were administered. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.